Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 153128: 100 items manufactured and released on 09-sep-2015. Expiration date: 2020-07-21. No anomalies found related to the problem. To date, 79 items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the head, stem, and liner 4 years and 7 months after primary. The surgery was completed successfully.